Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The original surgery was performed on (B)(6) 2011. A review of the follow up x-rays show that some of the locking screws were broken. The root cause of the non-union condition is unknown. The original 8mm x 280mm, standard nail, was replaced with a larger 10mm x 300mm, standard nail, using two proximal screws on (B)(6) 2014. Fracture repair and healing is always unique to the patient and the fracture. Guidance on best practices for sign im nail surgeries are included in the sign technique manual. No one can predict a non-union or a failure to heal. Sign fracture care international continues to monitor non-union conditions as part of our post market activities.

Event description:
It was reported on (B)(6) 2014 that a patient with a non-union on a closed right, antegrade femur fracture had 4 locking screws that were found to be broken, requiring a replacement 10mm x 300mm, standard nail to be implanted for this patient on (B)(6) 2014 using two proximal screws.